Event description:
It was reported that, "when the surgeon used the tibial impactor to impact the tibial poly insert into the tibial tray, the impactor busted and black pieces of the plastic went everywhere."

Manufacturer narrative:
Add'l info has been requested and if available, it will be submitted in the supplemental report.